Event description:
Received report of leaking of male adapter plug. Product used for pt's undergoing thallium treadmill test. An IV was started in the outpatient area and flushed with saline through the pre-pierced reseal. The pt proceeded with the treadmill test, but when practitioner was injecting the isotope, it sprayed out from the reseal site center and contaminated the pt, practitioner, and the room. The procedure was able to be completed, no pt or staff harm reported.

Manufacturer narrative:
Received one used male adapter plug attached to a catheter. Functional testing of the assembly by injecting through the prepierced injection site with a 20g needle revealed no leakage from the injection site. Could not duplicate the reported complaint condition.